Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer stated it was not working. The customer's blood glucose was 135mg/dl. The insulin pump continued having a blank display even after the troubleshooting was completed. Advised customer to discontinue the use of the insulin pump and revert to back up plan. The customer agreed on returning the insulin pump. The customer also mentioned, the insulin pump alarmed no delivery and had a broken belt clip. The customer's blood glucose at that time was 106mg/dl. The customer was unable to troubleshoot at this time.